Manufacturer narrative:
H6 additional clinical codes: 1721 - arrhythmia, 4868 - hemodynamic instability, 1888 - bleeding. Section e1: reporter email address:(B)(6). No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that the patient had a history of implantable cardiac monitor (icm) (dilated cardiomyopathy, familial), chronic heart failure with reduced ejection fraction (hfref) status post left ventricular assist device (lvad) on (B)(6) 2019 (heartware) with lvad complication (recurrent cerebrovascular accident (cva)) and device exchange to heartmate 3 on (B)(6) 2022.the patient had a history of arrhythmia pre-left ventricular assist device. The patient also had left parietal/occipital cva in (B)(6) 2021, right parietal cva (B)(6) 2022, syncopal episodes with nonsustained ventricular tachycardia (nsvt) status post medtronic ICD placement, complex migraines, type 2 diabetes mellitus (t2dm), hypertension (htn), pulmonary embolism (pe), prior suicide attempts (turning off lvad), staph epi bacteremia in 2019, nocturnal hypoxemia, hepatic cysts, diverticulosis, stage 4 chronic kidney disease (ckd), segmental/subsegmental acute pe in 2019, right internal jugular vein deep vein thrombosis (rij dvt) in 2019, anemia, recurrent chest pain who presents with 50lb weight gain, shortness of breath and worsening abdominal and bilateral lower extremity (ble) edema. The onset date of the renal dysfunction was (B)(6) 2019. The renal dysfunction was not device or therapy related. The patient was on intravenous (IV) diuresis as transitioned to by mouth (po) diuretics on (B)(6) 2025. The patient noted to have altered mental status on (B)(6) 2025 and was transferred to cardiac intensive care uni t(cicu). The patient had head CT(cth) without acute abnormality. The patient started on lineolid/zosyn and consulted neurology and intensive care unit (ICU) psych, and nephrology following for acute kidney injury (aki). The patient's mental status improved, and the patient was transferred to the floor with continued diuresis and resumption of guideline-directed medical therapy (gdmt). The patient had a repeat episode of altered mental status (ams)/transient unresponsiveness on (B)(6) 2025. The patient had cth again without acute abnormality. The patient had a transesophageal echocardiogram (tee) with direct current cardioversion (dccv) for typical atrial flutter on (B)(6) 2025 with conversion to normal sinus rhythm (nsr). The patient went back into an atrial tachycardia early morning of (B)(6) 2025. Rhc with ramp on (B)(6) 2025 with elevated right sided filling pressures, and the lvad speed decreased to 6000. The patient had a repeat episode of ams/transient unresponsiveness on (B)(6) 2025, neurology and psychiatry re-engaged. Nephrology re-engaged as well for worsening renal function and oliguria. The patient was given dobutamine 5mcg/kg/min on (B)(6) 2025 due to concern for right heart failure (rhf) in support of rising creatine, low urine output (uop), rising international normalized ratio (inr). The patient was hypotensive with mean arterial pressure (map) 56, received 500cc bolus and diuretics held overnight on (B)(6) 2025 until (B)(6) 2025. On (B)(6) 2025, the patient had another episode of transient unresponsiveness/ams. The patient withdrew to painful stimulus, opened eyes slightly and said, "I just feel sleepy." The patient's inr was 5.2. The patient had a computed tomography (CT) and was transferred to cicu. Positive blood cultures revealed a driveline infection. The patient started bumex 2 glucose tolerance test (gtt) with augmentation with metolazone. A bedside pulmonary artery (pa) catheter was placed on (B)(6) 2025. The patient had continuing diuresis with augmentation and weaning dobutamine. On (B)(6) 2025, the patient had a palliative care consult for goals of care and new diarrhea with c. Diff panel ordered which was negative. The patient required dobutamine 2.5 overnight and was put on diuril 500 bid and bumex 5 gtt. On (B)(6) 2025, the patient had diuril 1g bid, by mouth acetazolamide, 5 to 4 bumex gtt. The patient continued dobutamine 2.5. The patient had a goal of care (goc) conversation for dialysis versus hospice with sister involved. On (B)(6) 2025 the patient discontinued bumex and dieurl and dobutamine was 5. The crrt was unable to have volume pulled off; levophed and vasopressin now on. Goc conversation had with sister in person. The patient started crrt on (B)(6) 2025. The patient had reengaged palliative care and plan for goc on (B)(6) 2025. On (B)(6) 2025 the patient started octreotide for nosebleeds and melena, sds, epinephrine drip, blood transfusion. The patient signed the dnr/dni. The patient was transitioned to comfort care after discussions with family on (B)(6) 2025. The patient passed away at 19:51. The preliminary cause of death was advanced heart failure complicated by cardiorenal syndrome. Right heart failure did not exist pre-lvad implant. A device related issue did not cause or contribute to right heart failure.

Manufacturer narrative:
H6 additional clinical codes: 1721 - arrhythmia, 4868 - hemodynamic instability, 1888 - bleeding. Section b5 correction. Section e3 correction. Section h6 health effect - impact code 4641 - unexpected medical intervention added. Section h6 health effect - impact code 4643 - blood transfusion added. Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number: (B)(6) and the reported events and patient outcome could not be conclusively established through this evaluation. Additionally, a specific cause for the reported infection could not be conclusively determined. It was reported that heartmate 3 lvas, serial number: (B)(6) would not be returned for evaluation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. D, is currently available. Section 1 ¿introduction¿ of this document lists adverse events that may be associated with the use of the heartmate 3 lvas, including death, other neurological events (not stroke-related), driveline infection, localized infection, renal dysfunction, cardiac arrhythmia, right heart failure, and bleeding. Section 6 ¿patient care and management¿ includes information for caring for the driveline exit site as well as information regarding how to prevent and control infection. This section (under ¿right heart failure¿) also outlines indications of right heart failure as well as possible treatments. Section 6 provides information regarding the recommended anticoagulation therapy and inr (international normalized ratio) range, as well as considerations for when there is a risk of bleeding. The heartmate 3 lvas patient handbook, rev. A, contains several sections with information about how to prevent and control infection as well as information for caring for the current revisions of the instructions for use (IFU) and patient handbook can also be found on the electronic IFU (eifu) page of the abbott website. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient had a history of ischemic cardiomyopathy (icm).